Event description:
This supplemental report is being filed to update the event to serious injury because medical intervention was required.

Manufacturer narrative:
This supplemental report is being filed to update the event to serious injury because medical intervention was required.

Event description:
It was reported that the battery longevity went from 46% in march to elective replacement in december. The doctor elected to implant another device and just de-activate this device. There were no additional adverse patient effects. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.